Manufacturer narrative:
This supplemental MDR is being submitted to correct h3 device evaluated by manufacturer from no to yes.

Event description:
It was reported that the patient's blood glucose levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 25 and 36 hours on the abdomen. Treatment information was not provided.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched and flattened. Due to the flattening and stretching of the soft cannula, the soft cannula was measured longer then specification. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the damage occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.